Event description:
It was reported that the standalone 3 piece monofocal intraocular lens (iol) was implanted in the sulcus with the posterior optic oriented anteriorly. The iol was turned over in the eye and the procedure was completed with only a 5 minute delay. There was no patient injury reported. No additional medical or surgical interventions were required. Both the scrub nurse and physician insist that the directions for use were followed precisely for loading the iol into the emerald unfolder/inserter and during implantation. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.